Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report #: 1627487-2018-02718. It was reported the patient was not receiving effective stimulation and experienced pain in her chest. The patient was admitted to the emergency room. Reportedly, the issue was resolved with adjustments made to the patient's program over the phone.